Event description:
It was reported that "the arthroplasty was revised due to infection. All components were revised. The components were implanted in situ for 1.99 years." Medical records and x-rays were not made available to stryker.

Manufacturer narrative:
Result of product history. Inconclusive. Devices were not available for evaluation so it cannot be confirmed that any of the devices caused or contributed to the infection. Other devices involved: 72-4-0918 scorpio ts tib insert, 76-4109r scorpio ts fem. W/lfit, 73-3708 scorpio u-dome patella, 64786395 dcon p-fit stem cocr 10mmx80mm.